Event description:
The reporter contacted animas on (B)(6) 2012 alleging that during the load step the pump is dispensing insulin. The patient then attempted to prime and the 0.6 units were primed. The patient cannot recall the number of units remaining after the prime. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction 2531779-03/24/2010-003-r.